Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:(B)(4)], the physician attempted to explant the l4 drg lead, and the lead fractured and was left implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.